Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an arrhythmia that started at a rate below therapy cut off. Arrhythmia then accelerated into therapy zone and patient received a round of antitachycardia pacing - atp therapy followed by a successful shock. The patient was in stable condition. The device was reprogrammed.